Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer replaced pump supplies and resumed insulin therapy. It was reported that customer had used infusion set for 4 days. Tandem technical support informed customer that this is off label per the tandem user guide. Customers blood glucose was 220 to 240 mg/dl.